Manufacturer narrative:
B5 describe event or problem updated: additional information on 22may2023: colloidal gold method result = weak positive no impact to patient management was reportedan evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The sample was repeated and was negative. A new sample was also negative. The following data was provided: initial result = 294.17 miu/ml repeated = <1.20 fse on site repeated same sample <1.20 and <1.20 new sample of the same patient = <1.2 miu/ml additional information on 22may2023: colloidal gold method result = weak positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The sample was repeated and was negative. A new sample was also negative. The following data was provided: initial result = 294.17 miu/ml repeated = <1.20 fse on site repeated same sample <1.20 and <1.20. New sample of the same patient = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The service representative inspected the module and performed troubleshooting, however service could not determine a single definitive cause of the discrepant result. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for alinity I/architect ia was reviewed and did not identify any similar issues related to the architect system. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, (B)(6), was identified.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The sample was repeated and was negative. A new sample was also negative. The following data was provided: initial result = 294.17 miu/ml repeated = <1.20 fse on site repeated same sample <1.20 and <1.20 new sample of the same patient = <1.2 miu/ml additional information on 22may2023: colloidal gold method result = weak positive no impact to patient management was reported.